Event description:
The customer reported that the ortho provue analyzer dripped fluid. The customer aborted all testing. Probe drip may lead to dilution of sample/reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer visited the site and found the probe was misaligned and hitting the side of the reagent vials. The fe replaced the probe, wash station and performed the appropriate alignments and adjustments to return the instrument to expected operation. The customer performed qc with acceptable results.